Event description:
It was reported that the patient bent over and heard a "pop". X-rays taken approximately 5 months post-op revealed a rod breakage. No revision surgery has taken place at this time. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.